Event description:
Dr was sectioning a tooth and handpiece heated up. By the time he could feel it, it had melted to the handpiece and burned a real bad place on the pt's tongue. Dr said third degree burn on lip, debrided it, put lidex solution and polysporin and gave to pt to apply 3x a day.